Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, psychological disorder (bulimia), smoker, peri-implantitis, swelling, bleeding, inflammation. Crown inserted in 2016, peri-implantitis treated at the zaz in lucerne in 2022, peri-implantitis treatment in binningen in 2023, unsuccessful --> explantation in 2024